Event description:
Device implanted in pt in 2004. Brachytherapy performed 01/23/2004 - 01/29/2004. Pt came to office 04/2004 for scheduled visit and reported anincrease in steriod dosage. In 04/2004 MRI revealed increased signal abnormality and enhancement surrounding posterior right temporal lobe resection cavity with an associated other area over strictive diffusion medially. Spectroscopy and mr perfusion study obtained the next day revealed this was most likely radiation necrosis, but also suspected to be tumor recurrence. Mass resection planned for the next nine days. Pathology report revealed 90% radiation necrosis and 10% tumor cells as of 05/2004.